Event description:
It was reported when the patient presented in clinic for a follow-up, loss of capture on the lv lead was noted. The physician capped the lv lead and replaced it with epicardial lead on (B)(6) 2017. Also, the device was electively replaced during the procedure, no malfunction reported. The patient was stable.